Manufacturer narrative:
The report of probable thrombus on the aortic side of the non-coronary cusps could not be conclusively determined. Thromboembolism and peripheral thromboembolic events are listed in the instructions for use as potential risks and adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6). It was reported that on (B)(6), the patient underwent a transthoracic echocardiogram; findings notable for probable thrombus seen on aortic side of noncoronary cusp, not visualized on a prior study. The patient continues to remain off anticoagulation due to history of psoas hematomas. The patient was reportedly asymptomatic. No further information was provided.